Manufacturer narrative:
Corneal edema and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following replacement implantable collamer lens (icl) implantation procedure, the patient experienced corneal edema. Medication administered. The lens remains implanted. Final patient status is unknown. Cause of the event is unknown. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.